Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a link detachment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a bilateral arteriotomy closure of the common femoral arteries using the pre-close technique via an 8fr sheath hole prior to an interventional transcatheter aortic valve implantation (tavi). Reportedly, a cuff miss [suture retrieval issue] occurred with six prostyle devices. The suture of one prostyle device was successfully pre-placed. The same 8fr sheath was used and the tavi procedure was completed. Hemostasis was achieved bilaterally with the successfully pre-placed prostyle suture, a non-abbott device and stents. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.